Event description:
Pump would not take the july library download. The software that manages the pump indicates that it still has a february library and the pump indicates that it has an april library. The pump has an icon that it is communicating with the software but the software has not recognized the pump since april. This is the first reported issue of this kind of event at this facility.======================manufacturer response for infusion pump - general purpose, plum a+ (per site reporter).======================service rep is not available for 5 weeks. I know you will need follow up on this pump, so I wanted to let you know there will be a delay in getting this information to you. Thanks for your patience.